Event description:
The report received from the affiliate states that the distal tip of the introducer became frayed during attempted insertion into the vessel. The patient's gender and age were unknown. The target lesion was the right superficial femoral artery. It is unknown if the lesion was a de novo, calcified, or tortuous. The % of the stenosis was 100%. The product was properly inspected and prepped and no anomalies were noted. When brite tip sheath (6f 23cm: complaint product) was being inserted into the patient, there was difficulty inserting due to hardened vessel (location unknown) and the distal end of the cannula became frayed. Then, the physician stopped using the brite tip sheath, and a different product was used instead. It is unknown if any excessive force was used to insert the device. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The report received from the affiliate states that the distal tip of the introducer became frayed during attempted insertion into the vessel. The patient's gender and age were unknown. The target lesion was the right superficial femoral artery. It is unknown if the lesion was a de novo, calcified, or tortuous. The % of the stenosis was 100%. The product was properly inspected and prepped and no anomalies were noted. When brite tip sheath (6f 23cm: complaint product) was being inserted into the patient, there was difficulty inserting due to hardened vessel (location unknown) and the distal end of the cannula became frayed. Then, the physician stopped using the brite tip sheath, and a different product was used instead. It is unknown if any excessive force was used to insert the device. The procedure was finished successfully. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot no other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for the lot. The molding cannula and molding cannula tip parameters were reviewed and no anomalies were found. Based on the information available for review, there are possible vessel characteristics (100% stenosis) that may have contributed to this event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.